Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.this is a product not distributed in the us and does not have a 510(k) number.

Event description:
The facility contacted baxter (B)(4) to report an interlink injection sire that the connection between the injection site and bd threaded lock cannula became loose. The malfunction occurred during priming. There was no patient involvement and there was no report of patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the actual sample was received for evaluation. The customer's reported malfunction was not observed during the visual inspection or functional testing. The malfunction was not confirmed; therefore the root cause could not be identified.